Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported in behalf of the patient that the cannula broke off inside him when he went to remove the infusion set during his scheduled change. The patient stated that this happened twice with the same lot separated out by roughly 6-9 days. The patients' blood glucose was not affected. Unknown patient's condition at this time. Please reference MDR# 2183502-2016-01401 for associated complaint.